Manufacturer narrative:
Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. Fa found that the instrument has a frayed cable. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional findings: the instrument was analyzed and found to have a frayed cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, after using the automated washer, the sterilization staff, while inspecting the instrument, noticed that the pulley of the instrument was broken. There was no report of patient involvement or patient injury.